Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause was unknown. The patient was hospitalized for 13 days due to the event. Three days before hospitalization, the patient was treated with vancomycin and ceftazidime (doses, routes, frequencies and durations were not reported) at the pd clinic for peritonitis. Additional treatment information was unknown. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued and pd catheter was removed. No additional information is available.